Event description:
On (B)(6) 2011, clinic notes from a vns treating physician submitted clinic notes to case management on the vns patient. Review of the clinic notes dated (B)(6) 2011, reported that the patient's generator showed ifi = yes. The patient was referred for battery replacement surgery. The patient's generator had been implanted on (B)(6) 2009. On (B)(6) 2011, the patient's programming history was reviewed and it was noted that the patient's battery voltage appeared to be depleting at an uncharacteristic rate when compared to patient settings, charge consumption and implant duration. The cause of the premature battery depletion is unknown at this time. On (B)(6) 2011, the patient went for battery replacement surgery. The patient's explanted generator was returned for product analysis on (B)(6) 2011, that has not yet been completed. Additional programming history from the physician has been requested but it has not yet been received. When additional information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.